Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Initial reporter phone number: (B)(6). Initial reporter fax number: (B)(6). This product contains multiple medical device types and common device names. The information for the additional medical device type and common device name. Is as follows: medical device type: fpa. Common device name: intravascular administration set.

Event description:
It was reported that bd vacutainer® push button blood collection set had blood flow issues. No serious injury or medical intervention.